Manufacturer narrative:
To date, the device has not been returned. The investigation is ongoing and follow up with the user facility is in process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event has been submitted by the importer on MDR# 2951238-2022-00302.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), a patient had presented with late bleeding on (B)(6) 2020 after undergoing a transurethral resection of the prostate (turp) procedure on the (B)(6) 2021.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device could not be reviewed since no serial number was provided. Olympus only ships devices that meet all manufacturing requirements. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to, with a reasonable degree of probability, that an instrument was defective or that there has been an error on the part of the user.